Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date in 1994. Subsequently, the patient was revised on (B)(6) 2013 due, to wear of the polyethylene liner. The polyethylene liner and modular head were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.